Manufacturer narrative:
Initial reporter phone no.: (B)(6). The lot was manufactured from february 03, 2021 - february 04, 2021. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor overinfused; further described as the device was empty in less than 18 hours rather than 48 hours. This was observed during use. The device was filled with 5-fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.